Event description:
It was reported that a patient presented with software reset on their implantable cardioverter defibrillator (ICD). No changes or interventions were made. The patient condition was stable before, during, and after.